Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the revision case, part of the constrained liner impactor flange broke. Following the case, an s9 replacement was lodged to replace the instrument. Theatre staff alerted stryker personnel that during the seroma debridement, a piece of plastic debris was removed from the patients hip, alleged to have arisen from the constrained liner impactor used and broken during revision case.